Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery. A 2.75x38mm promus element drug-eluting stent was implanted to treat the lesion. After post-dilation was performed, a proximal edge dissection was noted. To cover the dissection, the physician then deployed a 3x24mm promus element stent proximal to the previously implanted stent, overlapping it and covering the edge dissection to complete the procedure. No further patient complications were reported and the patient status was stable.